Event description:
The voltage on the stimulator was increased and the device switched to "reset". Several attempts were made by the neurologist to program the device and it always went to "reset". The settings were 3+, 2-, 3.5v, 130hz, 90 microseconds left side and 5+, 4-, 3v, 130hz, 90 microseconds right side. The battery was not depleted. The stimulator was replaced. The patient status was reported "ok".